Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of pelvic floor prolapse. During the procedure, the capio suture was not aligning on the cage. Furthermore, prior to deploying the device, it was reported that the dart detached from the suture and did not fall off into the patient. The procedure was completed using a different device, and there were no patient complications as a result of the event.